Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer had several low blood glucose events while they were asleep. The reporter also stated the customer required a glucagon shot once or twice a year. It was also reported the customer would be hospitalized once or twice a year. The last hospitalization event was for high blood glucose. It was also reported the customer had retinopathy. The reporter also stated the customer had random no delivery alerts on the insulin pump. Customer's current blood glucose was unknown. The customer declined to return the insulin pump for analysis.